Event description:
It was reported by our (B)(6) affiliate that during the insertion of an 18fr esheath the operator felt slight resistance. The esheath was advanced to a bend area but it was inserted slowly and the procedure was continued. Following the successful deployment of a sapien xt the esheath was removed. After the left femoral artery (lfa) was sutured angiography showed an occlusion of the left external iliac artery; the lfa was re-sutured. It seemed the intima had peeled off when the sheath was removed, so the operator sutured the peeled part onto the artery. Angiography was performed again and a slow contrast flow was noted. Therefore, an 8mmx60mm stent was implanted. After the patency of the access site was confirmed, the procedure was finished. The minimum luminal diameter of the access vessel was 6.5 mm. The vessels were reported to be tortuous and calcified severely.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18 fr sheath is 6.5 mm. In this case, the patient¿s access vessel¿s minimum luminal diameter was 6.5 mm. The cause for the reported vessel dissection cannot be confirmed. However the borderline vessel size in combination with severe calcification and tortuosity likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.